Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that in the online survey a physician stated that patient did not agreed that the benefits of using the product do not outweigh the potential risk, because the 30 ml balloon in some cases causes a pseudo cheating/volutrauma after positioning. Also the pcs operated by turp or turb could have complications during post-surgery in relation to biocath® foley catheter, standard length, 30ml balloon, and no french size specified. It was unknown what medical intervention was provided for pseudo cheating/volutrauma.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No potential root cause could be concluded due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that in the online survey a physician stated that patient did not agreed that the benefits of using the product do not outweigh the potential risk because the 30 ml balloon in some cases causes a pseudo cheating / volutrauma after positioning. Also the pcs operated by turp or turb could have complications during post-surgery in relation to biocath® foley catheter, standard length, 30ml balloon, and no french size specified. It was unknown what medical intervention was provided for pseudo cheating / volutrauma.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. No potential root cause could be concluded due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family was unknown, the foley catheter ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in the online survey a physician stated that patient did not agreed that the benefits of using the product do not outweigh the potential risk because the 30 ml balloon in some cases causes a pseudo cheating / volutrauma after positioning. Also the pcs operated by turp or turb could have complications during post-surgery in relation to biocath® foley catheter, standard length, 30ml balloon, and no french size specified. It was unknown what medical intervention was provided for pseudo cheating / volutrauma. Per follow-up information received on 08mar2023, stated that the bladder could be subjected to a neurological stimulus caused by the presence of the too bright balloon which would cause bleeding when asked regarding clarity on what the survey respondent meant by pseudo cheating/volutrauma. No medical intervention was reported.